Event description:
Physio-control received info indicating that a lawsuit has been filed against the customer alleging that the device was used inappropriately by students to administer a defibrillator shock to a fellow student resulting in his clinical death and subsequent resuscitation. It is also alleged that shock resulted in a prolonged course of medical treatment and permanent injury. Details regarding the medical treatment and injury have not been provided.

Manufacturer narrative:
There was no report of a device malfunction.